Event description:
Medtronic physio-control is investigating failures of the high voltage pt connector socket assembly observed during the manufacturing process. The failures were due to missing sleeve in one of the two pt connector pins. A unit with a sleeve missing on one of the two outer pt connector pins may inhibit therapy from being delivered to a pt.